Event description:
It was reported that the patient's pacemaker was explanted and replaced due to twiddler's syndrome. The patient condition was unknown.

Event description:
New information received notes that the patient condition was stable throughout procedure.

Manufacturer narrative:
The reported event of migration due to twiddlers was not confirmed. Functional testing was normal, and no anomalies were observed. No problem was detected.